Event description:
During rf procedure, the customer experienced a warning 06 and the surgeon could not finish the 4th level of the case, as no back up was available. Unsure if patient came back for completion. There was a 45-minute delay reported.

Manufacturer narrative:
Evaluation of the return product confirmed the customer complaint for warning 06.